Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, a charge dump was initiated on the cardiac resynchronization therapy defibrillator (crt-d), which aborted for an unknown reason. A second full charge was performed and when the battery was checked, it was below elective replacement indicator (eri) after two interrogations, with a lower than expected battery voltage measurement. The device was re-interrogated at a later date and the battery voltage had increased to a normal voltage. The crt-d will be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.